Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, a wire at the distal tip was frayed and broken. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found an indentation at the edge of the instrument's distal pulley with visible scratches on the surface of the pulley. It was concluded that the damages found to the distal pulley were likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Another finding not reported by the site was that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable or tube abrasions with material removed, could likely cause or contribute to an adverse event, if to recur.